Event description:
The customer reported that the wave tracing appears to be stretched when displaying on flexvision. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.